Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2024 wherein the left parietal incision was flushed and re-closed. Therapy resumed post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.